Manufacturer narrative:
The insulin pump passed the self test, off no power test, reset error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery alarm test. The operating currents were within specification. The insulin pump alarmed for a motor error during the basic occlusion test and alarmed for a compromised force sensor system during the prime test due to moisture damage to the force sensor resistor. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window, and cracked battery tube threads. Moisture damage was noted on all electronic assemblies and corrosion was noted to the motor assembly.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a compromised force sensor system and that insulin squirted out during the manual prime. The blood glucose reading was 168 mg/dl. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.